Event description:
The customer indicated an unnecessary bone marrow procedure was performed due to generating falsely decreased hemoglobin, white blood cell and platelet results while using the cell-dyn emerald analyzer. No specific data has been provided regarding the procedure or results for the patient. It was indicated that the patient recovered without any adverse impact due to the procedure.

Manufacturer narrative:
(B)(4). Evaluation: further evaluation of the customer issue included. A review of the complaint text, abbott field service review, a search for similar complaints, and a review of product labeling. Evidence indicates that sample handling/preanalytics may have been a factor in generating the decreased results. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved completing a system clean and resetting tubing that was identified as loose and calibrating the instrument. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the cell-dyn emerald analyzer, list number 09h39 was not identified.